Manufacturer narrative:
It was reported that the surgeon was unable to load patient folder from laptop to robot pc. A DHR review and a complaint history review were performed and did not identify any contributory factors to the event. Analysis of data logs determined that the issue occurred due to different licenses installed between the laptop and the robot pc. It is noted that the fse resolved the issue modifying robot pc licenses to match with the laptop. (B)(4).

Event description:
Field service engineer (fse) exported the patient folder from laptop gcbbhm2 to usb key and then was unable to load patient folder from usb to robot. The fse opened the rosa robot in maintenance mode and changed the license key to match the laptop, which resolved the problem. Patient was in the room but not anesthetized, no incisions were made, no delay to surgery, no clinical consequences.